Event description:
Nurse plugged electrical device into heater outlet on ventilator. This caused the ventilator to lose power. The nurse immediately disconnected patient and began bagging until ventilator could be replaced.